Manufacturer narrative:
Correction clarify event details: the mask was removed and replaced with a new mask from the "same lot". Additional information: a batch review was conducted and no discrepancies were found. There is no previous investigation available to leverage. Samples from current production lot number 104-e were checked and tested. All samples met retention requirement of 10 pounds between tube adapter and mask connector. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required at this time. A returned sample was expected, but not received. The investigation will be re-opened upon receipt of the complaint sample. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested; however, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the tubing disconnected from the oxygen mask immediately upon use. The mask was removed and replaced with a new mask. No patient complications were reported as a result of this event.